Event description:
Related manufacturer reference number: 2017865-2021-32914, 2017865-2021-32915. It was reported that pocket infection was observed. The physician suspected the infection was procedure related. The device system was explanted. The patient was stable.